Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main 4.1 drawer was sticky and bad rails half height drawer was hard to open. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4.1 was very stiff and hard to open or close, the rails were blown. A field service engineer replaced the drawer. The customer logged in and confirmed the operation. The system functioned as intended after the field service engineer repaired the device.